Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl or lower than 20 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl and a "lo" display message indicates a reading lower than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of "hi" ( >500 mg/dl) and "lo" ( <20 mg/dl) were plotted on the parkes error grid. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of the precision xceed pro meter is 5 years. As the manufacturing date of this product is may 24, 2012, it has been in distribution beyond its useful life as of the case awareness date of october 24, 2017. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. A DHR (device history review) for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. - attachment: [attachments.zip]

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of "hi" ( >500 mg/dl) and "lo" ( <20 mg/dl) were plotted on the parkes error grid. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and upon docking. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of "hi" (500 mg/dl) and "lo" (<20 mg/dl) were plotted on the parkes error grid. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4c785h) were tested with control solution. All results were within the range specification and no errors were observed. This also serves as a correction report. (Meter serial number) was incorrectly documented in the initial MDR 30 day report. Meter serial number has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of "hi" ( >500 mg/dl) and "lo" ( <20 mg/dl) were plotted on the parkes error grid. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.